Event description:
The manufacturer received information alleging a patient with an innospire essence nebulizer has passed away. It was alleged the nebulizer was defective and stated that the device was subsequently recalled. It is alleged that use of the device caused or contributed to worsening of the patient¿s respiratory condition. The patient subsequently passed on (B)(6) 2025. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed